Manufacturer narrative:
The device has not been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube and two heartstring seals did not deploy out of the delivery tube into the aorta. The procedure was completed with a replacement device. No patient complications were reported by the hospital.